Manufacturer narrative:
(B)(4).

Event description:
It was reported that the sensor stopped working occurred. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect the full investigation window. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause of the early sensor expiration was determined to be transmitter stale stop command. The reported event of the sensor stopped working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.